Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited inappropriate shock therapy due to oversensing noise on the rate/sense channel. The ventricular pacing lead impedance measurement was out-of-range. An invasive investigation revealed that the lead was fractured. Guidant received additional information that during the procedure the seal plug dislodged from the header. The device was explanted and the damaged lead was capped. A new guidant system was successfully implanted. The explanted device was returned to guidant.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited inappropriate shock therapy due to oversensing noise on the rate/sense channel. The ventricular pacing lead impedance measurement was out-of-range. An invasive investigation revealed that the lead was fractured. Guidant received additional information that during the procedure the seal plug dislodged from the header. The device was explanted and the damaged lead was capped. A new guidant system was successfully implanted. The explanted device was returned to guidant. Additional information was received that a request was made, nearly one year after receipt and analysis of this device, to obtain permission prior to completing destructive analysis on this device. This request was made due to a separate issue than the clinical observations described above.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, laboratory technicians visually inspected the device. The technicians verified that the df- seal plug was missing upon arrival at guidant. Microscopic inspection revealed evidence of medical adhesive (ma) but it appears as though the seal plug did not adhere properly.